Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pfr kit was implanted on (B)(6) 2008, to treat cystocele, vaginal vault prolapse, and stress incontinence. "After, and as a result of the implantation, [the patient] suffered serious bodily injuries, including severe pelvic pain and other injuries." No additional information regarding the event (including the event date), the procedure, the patient, or the patient's current condition has been forthcoming.

Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pfr kit was implanted on (B) (6) 2008, to treat cystocele, vaginal vault prolapse, and stress incontinence. "After, and as a result of the implantation, [the patient] suffered serious bodily injuries, including severe pelvic pain and other injuries." No additional information regarding the event (including the event date), the procedure, the patient, or the patient's current condition has been forthcoming.

Manufacturer narrative:
(B) (4) "other injuries," which are unknown. The complainant indicated that the device was implanted and it has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.